Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery. On the first inflation the 6.0 x 100/80 (hybrid) sterling otw balloon ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as "good" with no complications reported.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context, due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.